Event description:
.The customer reported that the "shock" soft key did not appear during use.

Event description:
The customer reported that the "shock" softly did not appear during use. No adverse patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.